Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, two (2) reamer/irrigator/aspirator (ria) drive shaft had broken tips. The issue was identified while opening the material before anesthetizing the patient. It was precisely the size that the surgeon would use since the patient is large and tall. The sales consultant communicated with the surgeon on the broken tips and requested the presence of the nurse in the room. Procedure and patient outcomes were unknown. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 2 of 2 for (B)(4).